Manufacturer narrative:
Follow-up #1 date of submission 07/30/2013 device evaluation:the pump has been returned and evaluated by product analysis on 07/01/2013 with the following findings:the keypad was found to be damaged; there was a hole found over the ok keypad button exposing the key contact. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.the down arrow and ok keypad buttons were found to be inverted. Evaluation revealed that the up/down arrow and ok keypad buttons were unresponsive. There was evidence of contamination found under the key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. The reporter stated that the ok and down arrow keypad buttons were intermittently unresponsive. The reporter noted damage to the ok keypad button and alleged that the response issues had occurred first. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.